Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected:b4, b5, d4, g7, h6, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Note: complaint history search was done on item numbers 00219500000 and 00219500100 only as those are the only meshgrafts. Further action not required as two or less complaints were identified with the same item and lot combination. On (B)(6), 2019, it was reported that the device was not cutting properly and required a new cutter. The customer returned a meshgraft ii device, serial number (B)(6), for evaluation. Product review of the meshgraft ii on december 13, 2019 revealed that the calibration and sample mesh could not be taken as the device was received disassembled. The cutter had visible damage. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller, cutter, and screw. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the meshgraft ii had a damaged cutter, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller, cutter, and screw were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the cutter was not working correctly. No adverse events were reported due to this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is complete, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not cutting properly. No adverse events were reported as a result of this malfunction.